Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding procedure on a (B)(6) male pt performed on (B)(6) 2009. According to the complainant, during preparation while trying to attach the ligator head to the trip wire, the ligator string broke while being pulled. This occurred outside of the pt. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).